Event description:
During a functional check, prior to use in a patient, the customer representative observed that the iabp battery symbol was showing on while iabp was plugged in. No patient was involved.

Manufacturer narrative:
The company representative observed that the a/c main fuse would trip when a/c is applied to the pump. He replaced the power supply (p/n: 0014-00-0033e05). The company representative performed functional and leakage tests. The iabp met factory specifications and was returned to the customer. (B)(4).